Event description:
It was reported that: "doctor stated that he has been breaking the device a lot." Additional information has been requested from the customer. Associated complaints: 2134812-2024-00035, 2134812-2024-00039 and 2134812-2024-00040.

Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. It is unknown what type and degree of damages was present on the unit. The location of the break is unknown. The IFU states the following warning and precaution: - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by f luoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. - do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Based on the limited information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "doctor stated that he has been breaking the device a lot." Additional information has been requested from the customer. Associated complaints: 2134812-2024-00035 and 2134812-2024-00040.

Manufacturer narrative:
(B)(4) no UDI available as no lot# provided.